Event description:
It was reported the patient's left side battery reached end of service prematurely. The estimated life at the patient's settings was 2.6 years, but the battery lasted less than a year. The patient experienced an increase in parkinson's symptoms. Impedances measurements showed a short circuit at electrodes 2 and 3, with readings of 34 ohms. At revision, the lead tested fine, so the battery and extension were replaced. Following the revision the patient was reported as doing well. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device analysis for the ins revealed no significant anomaly. The ins reached normal end of life. The telemetry and output were okay. On (B)(6) 2011 the battery began to deplete faster than under normal conditions. The lower impedance explained the quick reduction in the battery voltage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.